Event description:
It was reported by another MFR that during retrieval of an emboshield, after an uneventful right internal carotid artery stenting procedure, the physician encountered resistance. While pulling the bare wire/filter into the retrieval catheter, the emboshield became dislodged from the wire and was free floating in the carotid artery. A snare device was used in an unsuccessful retrieval attempt. A second unsuccessful attempt to retrieve the filter was made using an unspecified balloon catheter, which was placed partially inflated within the emboshield to pull it proximally. A non-bsc drug eluting stent (des) was used to crush the emboshield to the vessel wall. It was reported that under fluoroscopy "everything looked well''; however, the unspecified guide wire of the des showed migration of the wire to the middle cerebral artery and a perforation with dye extravasation. The pt reportedly experienced a middle cerebral artery hemorrhage and died the following day. Multiple attempts to obtain add'l info have been unsuccessful.

Manufacturer narrative:
The guide wire will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.